Manufacturer narrative:
Continuation of d10: product ID 977a260 (B)(6); product type: 0200-lead; product ID 977a260 (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high impedance and loss of stimulation were observed with the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and the implantable neurostimulator 97716 intellis pain, which remain implanted. The high impedance values were noted at 8, 10, 11, 12, and 14 and were greater than 40,000. The loss of stimulation was reported as a result of the impedance issue. Troubleshooting was performed by programming around the impedances. No replacement products were required, and the issue is ongoing.